Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the listed device detached during the night resulting in the user to visit the hospital. Blood glucose level at time of hospitalization is unknown. User arrived at hospital on (B)(4) 2015 and was released on (B)(6) 2015. No permanent damage or adverse health outcome resulted from this event.